Event description:
According to the patient, they were out and the unit gave a system hot error and shut down causing patient to go to ER and was admitted. The patient won't be released until replacement unit is delivered. There were three unsuccessful attempts to contact the patient for additional information.

Manufacturer narrative:
A return of the device and further information has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.